Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not recognize battery) was confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the inability to charge was isolated to a shorted u13 cmos flash micro-controller. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger would not recognize his battery pack. The patient was provided with a replacement charger/modem.